Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 02, 2021.

Manufacturer narrative:
This report is submitted on november 4, 2021.

Event description:
Per the clinic, the patient experienced a decrease in performance and pain with device use. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery.